Event description:
It was reported that the right atrial (ra) lead had oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the outer insulation had a depression breach, there was blood on the proximal conductor, and the outer insulation had a cosmetic depression; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): product ID p1501dr implantable pulse generator : 2008-(B)(6); product ID 5076-52 implantable pacing lead 2008-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.